Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using cold insulin in the cartridge. Tandem technical support (cts) educated the customer regarding proper load techniques. Reportedly, the customer continued to use the existing supplies even though no insulin drops were alleged to be seen exiting the tubing against cts warning to load new pump supplies. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.